Manufacturer narrative:
The results of this investigation are still pending, and will be communicated to FDA within 30 days of its conclusion via follow-up MDR.

Event description:
Rupture of the catheter at wing level immediately after insertion with migration of the entire catheter through the channeled vessel into the patient's bloodstream. The patient's weight is (B)(6) kg. This product was the only choice they had for therapeutic necessity in the face of a compromised venous pattern of the patient. The catheter is channeled with the guide and just when they are about to fix it, they realize that it has migrated into the bloodstream leaving the hub with the guide in place. It has not been used since the incident took place immediately after insertion. Surgical intervention necessary.

Event description:
Rupture of the catheter at wing level immediately after insertion with migration of the entire catheter through the channeled vessel into the patient's bloodstream. The patient's weight is 6,160 kg. This product was the only choice they had for therapeutic necessity in the face of a compromised venous pattern of the patient. The catheter is channeled with the guide and just when they are about to fix it, they realize that it has migrated into the bloodstream leaving the hub with the guide in place. It has not been used since the incident took place immediately after insertion. Surgical intervention necessary.

Manufacturer narrative:
This complaint cannot be classified. We did not receive a sample and less information for this incident, just two photos. The first photo shows that the catheter obviously snapped approximately 5 mm distal the junction of catheter tube and extension line, distal the wing. The stylet is still inside the catheter. A long part of the bare stylet (approximately 10 cm) is visible before it disappears into the patient's arm. The stylet is fixed and probably safe with two plaster trips around the patients arm. The second photo shows the recovered catheter fragment. The catheter obviously snapped just proximal the fourth ring of the 20 cm marking. The catheter tube shows severe occlusions which might be blood due to capillary effect in the vein. We never got aware of such a complaint before. For us, there are only two possible scenarios for this incident, that the catheter tube could have broken. - too high tensile force or mechanical damage to the catheter tube, possibly combined with tensile force. We have a special hint in the product's IFU: "caution: do not over stretch the catheter as it may rupture, causing a catheter embolism." - the used premicath catheter is not suitable for children over 1000 g! Nutriline oder epicutaneo would be more suitable as they are not so delicate and sensitive, and the child was 6160g and! The child had accordingly more strength and was more agile. Having checked the batch history records, no deviations were found. Each catheter is flow and leak tested during production. The tensile force of the catheter components is randomly checked. Incoming goods inspections and two 100% visual tests after packaging are carried out. The tensile force for the involved catheter tube was 3,7 n and therefore within our specification (min. 1,5 n). This is the fourth complaint for batch 231019gm (3000 devices produced) and the very first regarding a snapped catheter during placement with still remaining stylet on code 1261.203 within the last three years. No further corrective action initiated by quality management due to the missing sample, no root cause analysis can be made. But a manufacturing fault seems to be very unlikely.